Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the trunk cable was pulled from the strain relief and missing, and the j702 connector was pulled from the distribution node pca. The root cause for the strained and missing cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient stated that an electrode belt cable was damaged.